Manufacturer narrative:
Batch review performed on 06 may 2024. Lot 2307734: (B)(4) items manufactured and released on 07-jun-2023. Expiration date: 2028-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
After the primary hip surgery, when the patient was in recovery, it was observed that the incorrect liner size was opened and implanted in the patient. The patient was brought back to the or (the same day), the dm liner & head were removed. The surgeon also decided to extract the stem (4 std) and switch it to a size 4 lat. The surgery was completed successfully. One of the sales agent reps handed the implant to the circulating nurse who opened it onto the field, the tech assembled the head and liner and gave the construct to the surgeon.